Event description:
It was reported that the patient presented for a device change out. During the procedure the physician had difficulty unscrewing the setscrew. Few wrenches and a blade was use to get it loosened. It is believe that the screw may have stripped. There was no patient harm. The patient was dependent on the pacer, but stable and no troubles with the new device change.

Manufacturer narrative:
The reported field event of difficulty removing the a-set screw from the device header was confirmed in the laboratory and was due to calcified blood filing the set screw inset. The calcified blood prevented and limited full wrench insertion into the set screw inset. The wrench could not penetrate through the hardened calcified blood. The blood likely came through damage to the septum when a hole was punched. As received, the device was found in backup vvi (bvvi) operation. The bvvi occurred at the time of explant due to a sudden drop in battery voltage below 1.8v, which triggered the device to go into bvvi. The use of electrocautery during the explant procedure is believed to have caused the drop in battery voltage. Visual inspection of the device can noted signs of electrocautery. A longevity calculation was performed and the device had normal battery depletion to eri.